Manufacturer narrative:
Event date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that¿they are peeing on themselves and stated they know it's not a uti because they are not able to urinate with a uti. They are wetting themselves and are losing control of their bowels. The patient inquired if the ins has reached end of service (eos). Reviewed ins replacement procedure with the patient and eos considerations. The patient reported getting poor communication on programmer when trying to connect with ins using programmer by itself. They tried to use programmer with antenna on call. The patient placed antenna on implant and stated they could "feel it" (agent was unclear what the patient was referring to by this). They haven't felt stim in months. Provided education on how to connect with ins. The patient powered off/on programmer and repositioned antenna on ins. Confirmed successfully connected with ins on call and stated therapy is off. Reviewed how to turn therapy on. The patient successfully turned on therapy on call at 0.40v on program 1. Confirmed feeling stim comfortably in bike seat area once stim was on. They are not sure how therapy turned off and confirmed they did not turn therapy off. These issues all first started "about 6 months ago". Their gastroenterologist thought something was wrong with stimulator due to this. Recommended the patient to follow up with their healthcare professional hcp if they are not seeing improvement in symptoms following turning on therapy. The patient mentioned getting poor comm screen again at end of call when they removed programmer from implant. They don't think they pressed any buttons on programmer when this occurred. Reviewed general overview of use of programmer and the patient confirmed understanding following education. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. ¿